Event description:
It was reported that the patient had excruciating pain at the pocket site. It was noted that the patient was in the hospital with pain around the battery site. It was noted that the ¿cvc¿ white count was only slightly elevated per the doctors and was no cause for concern as of now. It was noted that the pain was only in the pocket and the pain persisted with the implantable neurostimulator (ins) on or off. It was noted that the site looked ok with no redness. It was noted that the stimulation coverage was great. It was noted that impedances were going to be checked. It was noted that the hospital would be repeating lab tests today. It was noted that the patient reported no trauma or falls. It was noted that if they could not ascertain when the issue was, the ins would be removed. Additional information received reported that the patient was on antibiotics. It was noted that the labs were normal.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3 778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the patient had an infection at the implantable neurostimulator (ins) site post implant. The stimulation was also misfiring post-implant. In (B)(6) 2014, the ins was replaced. It was noted the patient never received an identification card after the ins was replaced in (B)(6) 2014.